Event description:
It was reported that the patient presented to the hospital experiencing syncope. Device interrogation revealed high impedance on the right ventricular lead. Fluoroscopic imaging revealed a lead fracture. The lead was capped and replaced without complications.

Manufacturer narrative:
(B)(4).